Manufacturer narrative:
Corrected data: b2:required intervention to prevent permanent impairment/damage h6: health effect impact code 4625: additional surgery additional information: over/under correction is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. H6: health effect clinical code 4581: significant reduction of endothelial cell count; significant endothelial cell loss. B5: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a significant reduction of endothelial cell count or significant endothelial cell loss and a refractive surprise. Corneal refractive surgery was provided. The lens remains implanted. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. Claim: (B)(4).

Manufacturer narrative:
Corrected data: d4: UDI: (B)(4). Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a significant reduction of endothelial cells count. The lens remains implanted. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Corneal endothelial cell loss is identified in the labeling as a known potential adverse event following icl implantation. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4)